Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
.

Event description:
During a 2 level post-level lumbar fusion procedure, he realized his chronos package had a black spot on it, meaning it was in more than 40 degrees temp. The chronos package was unusable, was never opened and discarded. The surgeon used another chronos package to complete the procedure. There was no adverse event to the patient.